Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no anomalies were found.

Event description:
It was reported to nevro that a patient had acquired an infection post implant. The patient was admitted to the ER and provided with IV antibiotics. The device was explanted. Follow up report indicated that the patient recovered without sequelae.